Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026. The infusion set in use 12 hours. No further information available.